Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three photographs were provided for evaluation. A visual evaluation was done on the three photographs and leakage was observed. House retain samples were tested and passed internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that chemo leaked below the y-site on product code us1921. No injury reported.